Event description:
It was reported that during a physicist inspection, it was found that the x-ray beam's alignment was out of specification. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was found to be out of alignment. The system was aligned and tested and found to be working as intended and placed back into service.